Event description:
During the device setup for patient use, the thermogard console (sn (B)(4) displayed a mid:14 (bg power supply) message. The customer used another thermogard console to continue with treatment. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed mid:14 (bg power supply) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce) and danfoss module as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in april 2012, and it is more than 10 years old, well beyond its expected service life of 5 years. Visual inspection was performed and noted that the assembly top lid was cracked and damaged, and the saline bag hook is broken. Also, observed the coldwell cap gasket was degraded, and the window display was observed with many air bubbles. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no documented report was found showing that regular preventative maintenance (pm) was performed since the customer acquired the device. The damaged parts need to be replaced to address the observed physical damages. In addition, as part of preventive maintenance, unrelated to the reported complaint, the lithium cell battery needs to be replaced due to device's aging. The system failed functional testing during the power-on-self-test (post) due to the mid:14 error message, thus confirming the reported complaint. Investigation revealed that the cooling engine (ce) motor winding and danfoss module were found leaking current, which caused the console to display the mid:14 error message. The cooling engine and danfoss module need to be replaced to remedy the fault. An event log data review was performed and showed multiple mid:14 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).